Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported patient allegations of pain, discomfort, lack of mobility, damage to bone/tissue, metal poisoning, metallosis, and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2012 and a left hip revision procedure on (B)(6) 2012. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient underwent a two stage revision on (B)(6) 2012 due to left hip periprosthetic fracture of the femur surrounding a resurfacing total hip arthroplasty and infection. Revision op report dated (B)(6) 2012 notes the presence blackish-colored cyst of creamy white material measuring 1.5 cm in diameter; bloody-tinged synovial fluid; subcapital femoral neck fracture; fibrous, unhealthy-appearing tissue; creamy fluid that could have been purulence or metallosis; gelatinous, abnormal-appearing tissue beneath the resurfacing; fibrinous, unhealthy-appearing debris beneath the acetabular component, neutral to retroverted cup position, and missing bone. The cup and head were removed and replaced with cement spacers. Review of invoice history could not confirm biomet spacers were used. Additional information received in patient op notes dated (B)(6) 2012 reports patient was revised on the right hip due to pain and a vertical/retroverted acetabulum. Revision op report notes the presence of clear, yellowish-tinged synovial fluid and brown to gray soft tissue that could have been from metal debris. In addition, op notes report the short external rotator repair had ruptured and a 1.5 cm x 2 cm piece of palacos bone cement was found in the intra-articular space. The cup and head were removed and patient was converted to a total right hip arthroplasty.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-04224 / -04225 and -07204 / -07205).